Event description:
It was reported that the patient got an infection and had to have the system removed. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v809648, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and healthcare provider (hcp) reported that the patient had an abscess in (B)(6) 2013 and the device was eventually replaced in (B)(6) 2013. The device was reportedly returned.